Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had an e118 error and a loss of image. The issue was found during the therapeutic procedure. There were no reports of patient harm as a result of this event. Related complaints are as follows: (B)(4).

Event description:
The intended procedure was completed using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5 (information was inadvertently missed), g2 ("company representative" must be selected as the reporter is an olympus employee), h6 (problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.